Event description:
C4614s/cusa excel 36khz curved extended standard tip was reported to have sprayed and dripped during surgery; a possible occlusion. It is unk how long after the procedure started that the tip failed to function properly. The surgery was delayed approx 30 minutes however, the pt did not incur an injury as a result of this delay or event. When the sales rep tested the unit the following was found; the stylette fed up through the tip and noted that there was some resistance. He was able to visualize the stylette through the suction port on the back of the handpiece. It appeared that there is a possible occlusion in the tip.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.